Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)) smartablate generator (model# m-4900-07 serial# (B)(4)) lasso catheter (model# d-1343-01-s lot# 17212163l) sterilemed ultrasound catheter (model# m-5723-05 lot# 1839476) coronary sinus catheter (model# d-1263-04-s lot# 17233098m) the ¿suspected medical device¿ reported in of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ bi-directional navigation catheter approved under (B)(4). (B)(6). Manufacturer's ref. No: (B)(4). Event description continuation: the patient did require hospitalization due to the event. The patient was discharged from hospital three days after event. The catheter was examined post procedure and there was no char found. The catheter flushed correctly. The physician¿s opinion regarding the cause of this adverse event is that this is a combination of product and patient anatomy.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 07/28/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), male, underwent an atrial fibrillation research procedure with a smart touch bidirectional sf catheter and suffered a cardiac tamponade which required pericardiocentesis and surgical intervention. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. Furthermore, a deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient, (B)(6) old, male, underwent an atrial fibrillation research procedure with a smart touch bidirectional sf catheter and suffered a cardiac tamponade which required pericardiocentesis and surgical intervention. A perforation was noticed when the patient¿s blood pressure dropped and it was confirmed through an ultrasound. A pericardiocentesis was performed in which 1680cc of fluid was removed and then the patient received surgical repair of the perforation. Additional information was received on the event. A transseptal puncture was performed with a st. Jude medical brk 98 needle. The patient received anticoagulation during the procedure which was maintained at 350s and greater. During the ablation phase on the lateral anterior of the left superior pulmonary vein ridge area there was a sharp increase in impedance that caused the generator to shut off. No audible pop was heard. After the impedance increase the patient was stable and two more radiofrequency (rf) applications were made before the patient¿s blood pressure began to drop. During review of the rf applications around the impedance drop, the visitag point showed a high contact force of 40g with an average of 10g, 6g, and 20g respectively for three other visitag points. The overall time for ablation at the site of injury was 40 seconds. The last ablation cycle time at the site of injury was approximately 10 seconds. When the injury was noted the temperature was 28-29 degrees celsius, power 30w, impedance was 250 ohms. Settings during the event include: power mode 30 w / temperature cut-off 40 /irrigation flow setting 8ml/min / st jude medical long lamp 90 8.5 fr 85cm sheath used. Post-surgery the patient was off of bypass and stable.